Event description:
Reporter received letter on (B)(6) 2025 from walmart pharmacy listing recalled freestyle libre lot numbers. Reporter was guided to call the FDA, since her current device matches a lot number provided. This device is consistently giving inaccurate readings. Her readings are sometimes too high and other times too low. She reports feelings of lethargicness. Reporter has had 4 other devices in the past, all also giving inaccurate readings. Reporter has already contacted abbott about the issue before receiving the letter. Pt code: 2560. Device code: 1535. Ref reports: mw5180785, mw5180786, mw5180787, mw5180789.